Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that during an event where the involved patient died, the patient's spo2 dropped over 17 minutes, then disconnected and reconnected for 1 minute, then nothing. The staff stated that no alarms were provided from the m540 or the infinity central station (ics).

Event description:
It was reported that during an event where the involved patient died, the patient's spo2 dropped over 17 minutes, then disconnected and reconnected for 1 minute, then nothing. The staff stated that no alarms were provided from the m540 or the infinity central station (ics).

Manufacturer narrative:
Later it was clarified that the issue happened when nurses were busy and no nurses/doctors were close to the ics or room of this patient. The patient was reported as unstable patient (returning from surgery) prior to the event. No further patient information was provided. The complainant verified the time of event was (B)(6) 2022 between 1:00am-1:30am. A draeger technician evaluated the involved m540 and ics devices with no malfunction identified. Both visual and audible alarms were functioning properly. The ics trend printout was provided showing the spo2 parameter drop from 97 to 51 then disconnected on (B)(6) 2022 between 01:00 to 01:30. The provided m540 logs did not cover the date/time of event and therefore, did not aid in the investigation. Review of the ics logs showed 10 ¿spo2 < 85¿ and 7 ¿vérifier capteur spo2¿ [check sensor] alarms were generated between 01:00 to 01:30 on (B)(6) 2022. Additionally, 1 ¿artéfacts ECG¿ [ECG artifact] and 9 ¿el. ECG débranchées¿ [ECG electrode unplugged] alarms were provided during that time. Further communication with the customer confirmed the alarm volume was set to 10% for blue alarm and 30% for yellow alarm during the event. The IFU provides instruction that states, "the volume of the alarm tone is adjustable. Set the volume of the alarm tone so it can be heard during the noisiest times". The customer has since changed the alarm volume of each monitor to 30% for blue alarm and 50% for yellow alarm. As the logs indicate alarms were provided, the involved devices were confirmed to be functioning properly and the issue occurred when no nurses/doctors were close to ics or room of this patient, this is consistent with the user not hearing the alarms provided as they were set too low. There was no draeger device malfunction. Ics log entries: (B)(6) 01:07:25 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=1 msg=spo2 < 85 (B)(6) 01:22:28 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=0 msg=spo2 < 85 b)(6) 01:22:29 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2 b)(6)01:22:49 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur [check sensor] spo2 b)(6)01:23:10 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=1 msg=spo2 < 85 b)(6) 01:23:31 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=0 msg=spo2 < 85 (B)(6) 01:23:41 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées [unplugged] (B)(6)01:23:46 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=0 msg=spo2 < 85 (B)(6)01:23:56 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:24:04 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=artéfacts ECG (B)(6) 01:24:06 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=0 msg=spo2 < 85 (B)(6) 01:24:16 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=1 msg=spo2 < 85 (B)(6) 01:24:17 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:24:24 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=0 msg=spo2 < 85 (B)(6) 01:24:26 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:24:33 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2 (B)(6) 01:24:51 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:25:04 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=1 msg=spo2 < 85 (B)(6) 01:25:35 lit420 m540 191.1.1.18 display alarm on[m] grade=ser fg=black bg=6 flash=1 msg=spo2 < 85 (B)(6)01:26:29 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:26:36 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2 (B)(6) 01:26:44 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:26:50 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2 (B)(6) 01:27:14 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6)01:27:20 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2 (B)(6) 01:27:29 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=el. ECG débranchées (B)(6) 01:27:47 lit420 m540 191.1.1.18 display alarm on[m] grade=adv fg=black bg=white flash=1 msg=vérifier capteur spo2.